Event description:
The customer complained about quality control results. Quality controls were run and the results were not acceptable. After examining the analyzer and related data, the customer determined that the issue affected tests from one measuring cell. The customer performed a performance check and observed that one measuring cell was clogged. The customer re-ran quality controls and the results were acceptable. Patient tests had been run between the two runs of quality controls. The customer re-ran all the patient tests. Multiple assays were affected. After performing the additional tests, the customer questioned the results from 2 patient samples. Of the data provided, one patient sample tested for estradiol - e2 (estradiol ii) was erroneous. The erroneous result was reported outside of the laboratory. The initial estradiol ii result was 52.08 pg/ml. The repeat result was 32.02 pg/ml. The repeat result was considered to be correct. No adverse event occurred. The estradiol reagent lot was 184183 with an expiration date of 12/2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigation results indicate the root cause was contamination of the sipper flow path of measuring cell 1. The discrepant results indicate an issue with beads capturing in measuring cell 1. Measuring cell 2 was not affected. After cleaning, the analyzer was found to operate within specification. The field service representative checked customer's pre-analytics. The issue has not been observed again.